Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11 corrected fields - b6, b7, b10, h6(health effect ¿ impact codes), h8. A getinge field service engineer (fse) found that the main unit and the trolley were disconnected and the main unit battery was exhausted. The main unit was disassembled and adjusted and reassembled. After the treatment was completed, the equipment was tested and all functions were normal and delivered for clinical use.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: h6 (investigation conclusion).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use during inspection, the cardiosave intra-aortic balloon pump (iabp) could not be turned on. There was no personal injury caused.